Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1019846 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1019846, test base part number 190-430 / lot: 1019846. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1019846 showed that the complaint rate is (B)(4). A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1019846 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
Reference MFR. Report: 1221359-2021-01435 (patient 2), 1221359-2021-01436 ( patient 3), 1221359-2021-01437 ( patient 4), 1221359-2021-01555 (patient 5). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the ID now covid-19 assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient one (1) of five (5) . The customer reported conflicting results between two (2) ID now covid-19 assays performed on (B)(6) 2021 on a direct tested nasal kitted swab . The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm due to the results. Per the customer the patient's surgery (outpatient) was delayed due to the positive conflicting result that was considered to be false.